Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
It was reported that the external pulse generator (epg) would not start up. The epg was returned for servicing. There was no patient involvement, the event occurred prior to the device being used.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the unit does not start up. It was also noted that the main board was corroded with fluid ingress and the lower part of the display had missing pixel lines. (B)(4).